Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA, but a similar product is sold in the USA. The electrical resistance of the heater wires in both the inspiratory and expiratory tubes of the breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop, due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. The expiratory heater wire was operating within product specifications. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fall are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of events involving open circuit heater wires in breathing circuits has a rate of occurrence worldwide for the last year of 24ppm in the last year to 2008.

Event description:
A hospital in another country, reported to our distributor that both inspiratory and expiratory tubes of an adult dual-heated breathing circuit were not heating following 5 days of use. No patient consequence was reported.